Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the bile duct, performed on (B)(6) 2021. During the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter was kinked. Another flexima biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of guide catheter break.

Manufacturer narrative:
(B)(4). The returned flexima biliary stent was analyzed, and a visual evaluation noted that the guide catheter was stretched, kinked and detached. The suture hole was found torn. The push catheter was found kinked and the suture thread was not returned for analysis. No other issues with the device were noted. The reported event was confirmed. According to the product analysis, it is most likely that user manipulation while setting up the device through the endoscope, some technique applied during procedure and/or even tortuous anatomy could have contributed on the kinks along the push catheter, the push catheter kinked provided resistance to remove the guide catheter, as consequence of this condition the user may have attempted to pull out the guide catheter with a great amount of force/tension which ended kinking it and stretching it, during the procedure all these conditions finally leaded the detachment of the guide catheter and tearing the suture hole on the push catheter, in summary the delivery system experienced difficulties to deploy the stent based on all the issues found. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.